Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken. Dimensional inspection found lens was within specification. - work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Secondary surgical intervention, lens explanted. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vticmo13.7 implantable collamer lens, -18.00/+0.50/114 diopter in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting.